Event description:
When configured for ifc or 4p the pt would complain of shocking. No injury reported in this complaint.

Manufacturer narrative:
Device returned to the MFR for evaluation. Findings were an unusual array of component failures on the printed circuit board. Software installed to detect and prevent output surge and reoccurrence.